Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to weight fluctuations and charging difficulties. The patient is doing well post operatively and the device will not be returned as it was saved by hospital for study purpose.